Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the pacemaker was found in backup mode due to electromagnetic interference (emi). Technical support was contacted and nominal settings were restored on the device. The patient was stable with no consequences.